Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer stated that this architect analyzer, serial number (B)(4) generated false reactive havab igg results on one patient, two different samples, compared to another analyzer (sn (B)(4)). The results provided were: sid (B)(6) 3x nonreactive on (B)(4)/ nonreactive on (B)(4); sid (B)(6) nonreactive 2x on (B)(4) and 1x reactive / nonreactive on (B)(4). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, and conclusions code was corrected.

Manufacturer narrative:
The customer observed an initial false reactive result for a patient sample when using architect havab igg reagent, list number 6c29-22, lot number 67032li00. A review of complaints determined there are no trends for the complaint issue. Specificity testing was performed with a retained kit of the lot 67032li00. All control values and additional negative control values met specifications, results were in the typical range and no false reactive results were obtained. A review of the manufacturing records for this lot did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed based on this investigation the architect havab igg, list number 6c29-22, lot 67032li00, performed as intended and no product deficiency was identified.